Event description:
It was reported that the patient was experiencing a lot of heat at the ipg site and was not able to get an ipg a full charge. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks ago.

Event description:
It was reported that the patient was experiencing a lot of heat at the ipg site and was not able to get an ipg a full charge. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.